Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when removing the product after procedure, the device broke. It was stated that the warhead fell into the cavity and was retrieved.